Event description:
It was reported that pacemaker exhibited farfield oversensing of ventricular signals on the atrial channel. There were inappropriate atrial tachy response (atr) episodes as a result. The device was reprogrammed. The device remains in use. No adverse patient effects were reported.